Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower system was not crossing orders from cerner into server. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the orders were not crossing over from cerner into pyxis es server and pyxis device. A technical support specialist (tss) had confirmed the steps for monitoring and verified that messages were flowing. When messages were not processing and began piling up, the tss waited for five minutes. As the issue persisted, the tss rebooted the database server and monitored the system, confirming that no further issues were found. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower system was not crossing orders from cerner into server. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.